Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0 x 60, 135cm mustang balloon was advanced for dilation. However, during the first inflation at 16-18 atmospheres for the first 10 seconds, the balloon ruptured. The balloon was removed successfully from the patient without any device fragments left inside the patient's body. The procedure was completed with an alternate device. There were no patient complications as a result of this event.